Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Shearing of the toggle switches was observed and toggle switch grooves did not meet specification. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture.replication of sheared toggle switches may occur when pressure is applied on the toggle lever prior to closing the handles and prematurely attempting to toggle; resulting in the shaving of the toggle switches which would cause observable shaving conditions and failure of toggle switch component to meet specification when measured. The instructions for use of the device clearly states that the toggle should only be activated when the handles and jaws are in the closed position; failure to do so may result in the reported condition and damage to the device.the root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Upon further assessment, we have determined that this case does not represent a reportable event .

Event description:
According to the reporter, during a sleeve gastrectomy procedure, the device was difficult to toggle, to difficult to load, and difficult to unload. There was no medical intervention and no patient injury. A new device was used to complete the procedure.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During a laparoscopic procedure, the device was difficult to toggle, to difficult to load, and difficult to unload. There was no medical intervention and no patient injury. A new device was used to complete the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.